Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-00462. It was reported the pt (B)(6) experiences heating of the ipg pocket during recharging. The reported discomfort can be felt within five to ten minutes of recharging. Attempts to reduce the discomfort by increasing the distance between the charging antenna and the pt's skin have not been successful. Due to the discomfort near the ipg site, the pt is reportedly having difficulty driving. In an effort to alleviate the issue, the physician has recommended that the pt temporarily suspend use of the scs sys.

Manufacturer narrative:
This device model is associated with a field correction. Device evaluated by MFR: corrective and preventive action (CAPA) investigation was performed. Evaluation result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.